Event description:
Pt underwent uneventful craniotomy. Upon routine MRI postoperatively a ferromagnetic fragment was recognized. Pt required return to surgery the next day to remove fragment. It was verified to be a 1mm needle fragment.